Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after successful stent deployment the guide wire inadvertently became entrapped with the stent. Manipulation of the guide wire resulted in the reported stent material deformation (bent) and ultimately resulted in the reported device damaged by another device as reportedly the guide wire and stent were snared out together. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
T was reported that the procedure was to treat a moderately calcified, mildly tortuous left circumflex (lcx), left anterior descending (lad) to left main (lm) artery. The third stent a 3.5x15mm xience xpedition had been placed in the lad to lm and dilated the same nominal pressure. After the unspecified guide wire was attempted to be removed from the lcx the guide wire became stuck with stent strut. It was noted that the guide wire was jailed under the stent. The stent strut became bent; therefore, the stent was snared out along with the unspecified guide wire and a new stent was implanted to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.